Manufacturer narrative:
(B)(4)

Event description:
It was alleged the quantum 2 controller caused contraction of the deltoid muscle in the patient. The procedure was successfully completed using the same device and there was no significant delay or other patient complications reported.

Manufacturer narrative:
Visual inspection found no cosmetic or physical anomaly present on the subject controller and concomitant foot control assembly. Functional evaluation revealed the subject controller and foot control performed as intended and exhibited no functionality issues during the testing process. There were no electrosurgical issues observed while activating a known good wand several times. All of the ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. The customer¿s complaint could not be verified and a root cause could not be determined with confidence as the returned unit functionally performed as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. Surgical technique. Electrosurgical current may be generated in conductive objects by direct contact with the active electrode or by the active or return electrode being in close proximity to a conductive object. The user manual provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. The user manual provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: electrosurgical current may be generated in conductive objects by direct contact with the active electrode or by the active or return electrode being in close proximity to a conductive object. Do not allow patient contact with grounded conductive objects, such as a surgical table frame or an instrument table, to avoid risk of shock. Grounding pads should not be used. Do not contact metal objects with an activated wand. Electrodes should remain separated from other electrosurgical equipment to avoid inadvertent electrical coupling between devices. Monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on a patient. Monitoring electrodes are not recommended. A review of manufacturing records for this serial number found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.